Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the distal radius variax 2 screws are fraying.

Event description:
It was reported that the distal radius variax 2 screws are fraying.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the locking threads on both locking screws are badly damaged / torqued / shaved off, some of the screw threads just below are also badly damaged. The most parts of the screw threads are still intact though. Which indicates that too much mechanical force had been applied only at the upper level of the locking screw during screw locking (final tightening). Both screws could not be locked anymore as the damages on the locking threads are too severe. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much mechanical torque which applied during screw locking (possibly during inadequate tightening). If any further information is provided, the investigation report will be updated.